Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305110 and lot number 9212458. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. It could be possible for this defect to occur while passing the needle through the stopper vial clogging the needle with the stopper vial material. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. It could be possible that while passing the needle through the stopper vial/ cartridge the needle got clogged with the stopper material. During the manufacturing process a vision system is inspecting 100% all the products for clogged needles.

Event description:
It was reported that the needle 26x3/8 ib experienced needle and syringe separation. The following information was provided by the initial reporter: material no. 305110, batch no. 9212458. Caller reported fill resistance issue. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance?: yes. Does insulin come out of the existing needle? - no, instructed caller to change the needle. Was caller able to fill the existing cartridge with the second needle?: yes. Distributor to send goodwill order of cartridges to replace needle. Is product available for return to bd?: no. Resolution: caller successfully loaded cartridge with insulin.